Manufacturer narrative:
Medical safety review task states that the event and its severity are known and labeled per IFU m726750c793 a, which states the following: do not attempt to use an emg tube without first performing a cuff inflation test. Inflate the cuff with air and visually inspect the cuff for any abnormality. Replace with another emg tube if any adverse abnormality is found. Cuff deflation or diffusion of a gas or gas mixture (nitrous oxide, oxygen, air) might result in cuff pressure and volume variation. It is recommended to inflate the cuff with the gas used to ventilate the patient to reduce potential effect of such diffusion. A spare emg endotracheal tube of the correct size should be kept readily available. There is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient's thyroid surgery, air leaked after endotracheal tube was inserted. Replaced with new endotracheal tube. There was surgical delay of 20 minutes. There was no patient impact. On follow-up it was reported that the cuff and tube checked prior to use to ensure proper functionality and it function properly. The issue occur after the cuff of the tube was inflated and the airway was established. There was no intubation difficulty. Endotracheal tube was used normally, normal anesthesia intubation inflation. There was obvious air leakage during the operation, and the operation could be continued by replacing with the new endotracheal tube.